Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the tip of the inserter cut the suture during tensioning, leaving the anchor ineffective. The anchor was abandoned in the bone and the surgeon drilled a new bone hole to complete the procedure, using a backup implant. There were no significant delays or pt complications reported as a result of this event.